Event description:
It was reported there was a question regarding the use of a device for a purpose other than which it was intended. It was also reported that during implant of the bi-ventricular (biv) device a sensing test was initiated; however resulting response was not enough sensed events. It was further reported that the atrial port was plugged on the device resulting in the message of not enough sensed events. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.